Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade on the harmonic ace was broken when tested. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, with no damage detected, and was used for less than half an hour before a fragment fell inside the patient during testing. The surgeon believes the breakage may be related to quality. Functionality issues were noted, but no collision with other instruments or hard materials occurred. The fragment fell during an instrument tip accessory collision and was retrieved visually by the assistant using forceps; all fragments were confirmed retrieved with no need for additional surgical intervention or postoperative tests. The procedure was completed robotically without patient injury or post-surgical complications related to retained foreign objects. The instrument is available for return, but the fragment will remain at the hospital, and no photos or videos were available for review.